Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed. And a root cause could not be determined. The following sections, included in the device instructions, for use (IFU) contain descriptions relates to the reprocessing: chapter 4: reprocessing workflow for endoscopes and accessories. Chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation, therefore the physical device evaluation cannot been completed. The user facility reported that the second culture performed on the device yeilded a negative result, and as a result the user facility continued use of the device. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope tested positive for an unexpected contamination of streptococcus vestibularis. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).